Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6)2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the battery compartment was found to have cracked from below the grip pad to the case seal. The pump powered up to the display screen. The vibratory and auditory features were operational. The keypad cover was damaged while no tactile issues were found with the keypad buttons. Removal of keypad cover did not find any anomalies with the button contacts. Initial reporter name and address: (B)(6).